Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the handheld device would not respond to the user. The battery and flashcard were replaced and a hard reset was performed, but the issue was not resolved. The device displayed the following error message: ¿the battery latch was open! The system was put into sleep mode to avoid any data lost.¿ after the battery latch was closed, the device would no longer respond when pressing the buttons. The handheld device was fully charged. Troubleshooting was performed but the issue was not resolved. Further follow-up revealed that the handheld screen did not display anything after the hard reset. The handheld device was returned to the manufacturer for analysis. No screen anomalies were identified during the analysis. During the analysis it was identified that the battery latch was damaged. As a result, the handheld would not power on. Once the battery latch was replaced with a known good latch, the handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.